Manufacturer narrative:
Additional information was received that the patient's explant was cancelled.

Event description:
A report was received that the patient's ipg was in an uncomfortable position in the side. The patient will undergo an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient¿s ipg was in an uncomfortable position in the side. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3138-25, serial #: (B)(4), ext 25cm, description: a40919.